Event description:
A customer reported obtaining imprecise sequential readings on their meter. The customer reported that they obtained readings of 1.8 mmol/l, 13.3 mmol/l, and 1.2 mmol/l within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
This is an initial report. The customers meter has been requested for investigation. A follow-up report will be submitted when the investigation is complete.